Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged that the device caused cough. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged that the device caused cough. There was no report of patient harm/injury. The manufacturer received new information that the device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device passed all final testing. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h6 have been updated.